Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had inner shield and outer cover attachment issues. The following information was provided by the initial reporter: the consumer reported inner shield problems when trying to remove the pen needle after injection and does not re-shield, is only using the outer cover to remove pen needle. Furthermore the outer cover does not stay in place or attached when trying to remove pen needle. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation summary: customer returned 4 unused 4mm, 32 gauge nano pro pen needles from lot 0105186. No defects were found during visual inspection. Each pen needle was attached to a test pen and had its needle shield removed. There were no issues removing the pen needle from its outer cover, nor were there issues removing the needle shield. Each component could be moved easily as intended, and would remain in place. No issues found with connecting/removing the various components of the pen needle. These pen needles were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of parts not staying in place. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had inner shield and outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported inner shield problems when trying to remove the pen needle after injection and does not re-shield, is only using the outer cover to remove pen needle. Furthermore the outer cover does not stay in place or attached when trying to remove pen needle. Date of event: unknown. Samples: available.